Event description:
Caller reported experiencing cgm error 42 with their system. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from cts, who provided complete pump reset instructions and assisted in successfully resetting the pump, after which the cgm error code did not reappear. The caller was able to start their sensor session without any further issues.